Event description:
It was reported that; inserted the tap 4.5mm before implanting screw, and removed the tap. It was comfiemed to broke the tip of tap after removal. The broken part was remain in patient. It is thought that it is caused by patient's osseous sclerosis.

Event description:
It was reported that; inserted the tap 4.5mm before implanting screw, and removed the tap. It was confirmed to broke the tip of tap after removal. The broken part was remain in patient. It is thought that it is caused by patient's osseous sclerosis